Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was complaining that the tri-funnel device he has does not come with a slide clamp. He was using a low profile device, but for the next month he will be using a tri-funnel. He states that every time he opens the device "all the stomach contents come flowing out" and he has to kink the tubing to get it to stop so that he can connect the feeding line. Ms&s discussed with the caller that the tri-funnel does not come with a slide clamp. They explained the possible reason for the stomach contents easily flowing out could be due to gas pressure building up in his stomach. Ms&s suggested to the patient that he occasionally open the cap to allow gas to escape. The patient stated that he doesn't feel like he has gas, plus if he opens the cap it will spill out all over the place. Ms&s stated placement of the device is lower in the stomach so gravity may be causing a "drain" effect. With a low-profile device, closure is inside the stomach and has to be accessed to be opened. The tri-funnel opening is on the end of the tube and accessed once the closure cap is removed. Once open, fluid from his belly acts similar to draining water from a bathtub. He confirmed this was what it felt like. Ms&s suggested he speak with his physician about his experience.